Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient became spastic. The patient had left ventricular dysfunction with an ejection fraction of 20%. On (B)(6) 2017, the patient underwent a diagnostic left heart catheterization (lhc). The lhc identified lesions located in the right coronary artery (rca), left anterior descending (lad) artery, and the circumflex. The rca was treated with a stent on the (B)(6) 2017. The target lesion for atherectomy was located in the lad artery, severely calcified, 40mm in length, 70%-80% stenotic. The physician used a choice pt guide wire, 6fr introducer sheath, 6fr ebu guide catheter and a 6fr jl guide catheter to access the lesion. The physician attempted to engage the left main artery using the 6fr ebu guide catheter, but was unsuccessful. The physician then used the 6fr jl guide catheter to gain access into the left main and was then able to advance the choice pt guide wire across the lesion in the lad artery. The choice pt guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed one run at low speed for 21 seconds and post-atherectomy angiography did not reveal any complications. The patient attempted to sit up and nearly fell off the interventional table. The physician then attempted to reposition the viperwire guide wire more distally in the lad artery. While repositioning the guide wire, the patient became spastic and almost convulsive. The patients heart rate dropped from 90bpm to 40bpm. Atropine was administered and a temporary pacemaker was introduced into the patient. At this point, cardiopulmonary resuscitation (CPR) was started and the patient was defibrillated three times. The patient recovered briefly, but then went into ventricular fibrillation. An echocardiogram did not reveal any pericardial effusion, but the cardiac wall was motionless. Emergency measures were continued, but eventually the patient expired.